Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Manufacturer narrative:
Additional data: a.4.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Event description:
Healthcare professional additionally reported and creases. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: wear abrasion, creases fold, white calcification outer device, red particles outer device and opening linear on radius. Leak test and microscopic analysis was performed which identified: striated opening on radius and anterior and opening crease sharp on anterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening on radius and anterior assessed as surgical damage consist in the use of some surgical tool, an opening crease sharp on anterior assessed as fold flaw opening, and creases are observed but have no relationship with manufacturing.